Event description:
A report was received that the patient was experiencing pain and pinching at the pocket site, along with inadequate stimulation due to multiple non-device related falls. The patient was explanted and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-70, serial # (B)(4), description: artisan 2x8 paddle lead, 70 cm the explanted devices were not returned to bsn as they were kept by the patient. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.